Event description:
Report received from dealer that the device's audible alarms were nonfunctional. There was no patient involvement, reported problem discovered while performing operational checks in the office.